Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4) until the patient received a heart transplant on (B)(6) 2022. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22sep2020. The current heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant procedure, when tunneling through the left upper quadrant, the liver was hit. A part of the liver was resected.